Manufacturer narrative:
Unable to determine root cause without further information since the issue could not be replicated in testing with resin head. No further information has been provided to the manufacturer for root cause assessment.

Manufacturer narrative:
Follow-up visit by a medtronic representative finds the site deleted patient files, no archive is available for evaluation. Site reports multiple procedures since this event with no issues. Medtronic representative, at the site, tested out the resin head accuracy. Software investigation not completed at this time.

Event description:
A medtronic representative received a report of an alleged inaccuracy 5mm off, right to left and front to back during a functional endoscopic sinus surgery (fess). They reportedly re-registered 3 times and were not satisfied but preceded. The procedure was completed with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.